Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported suspected thrombus, low flow alarms, renal dysfunction, elevated ldh and patient condition, as well as a direct correlation to heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2020. Per additional information from the vad coordinator, the patient was admitted on (B)(6) 2020 for multiple shocks from their automatic implantable cardioverter (aicd). On (B)(6) 2020, the patient had multiple low flow alarms, low doppled maps, no urine output and worsening renal function. The patient had not been taking aspirin or coumadin, due to history of gi bleeds. A pump study was performed and revealed, that there was no difference in offload of the left ventricle with increased speed indicating, a possible outflow graft thrombus. The patient¿s labs revealed, elevated lactate dehydrogenase (ldh) of 1254, aspartate aminotransferase (ast) of 65, alt of 18, total bilirubin of 0.7, blood urea nitrogen (bun) of 39 and creatinine of 3.1. Additionally, a CT scan on (B)(6) 2020 revealed, a mild narrowing to inflow and outflow grafts. On (B)(6) 2020, a heart echo revealed, a mildly enlarged left ventricle. On (B)(6) 2020, a chest x-ray revealed, an enlarged heart silhouette from prior film. The patient was not a candidate for lvad replacement and was placed on do not resuscitate. The patient expired on (B)(6) 2020. Multiple attempts to gather additional information was attempted. However, none was provided. No product is available for investigation. However, in the event that heartmate ii lvas, serial number (B)(6) is returned, this complaint will be reopened. The hmii IFU lists thrombus, renal dysfunction, hemolysis and death as adverse events that may be associated with the heartmate ii left ventricular assist system. Additionally, the heartmate ii lvas IFU explains, that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow hazard alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The relevant sections of the device history records for (B)(6) were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported on (B)(6) 2020, that the patient was admitted on (B)(6) 2020, for multiple shocks from their aicd. On (B)(6) 2020, the patient noted low flow alarms, low doppled maps, no urine output and worsening renal function. The patient was not taking aspirin or coumadin at home due to multiple gastric bleeds. The patient was taking aspirin and heparin. A pump study revealed no difference in offload of left ventricle at increased speeds indicating worsening outflow graft thrombus. The patient was not a candidate for lvad replacement and the patient decided on a dni / dnr before the patient expired on (B)(6) 2020. The patient had catscans of the lvad with a mild amount of narrowing to the inflow and outflow grafts. On (B)(6) 2020, a heart echo showed mild enlargement of left ventricle. On (B)(6) 2020, a chest x-ray with enlarged heart silhouette from prior film.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient expired on (B)(6) 2020 due to a unknown reason. Additional information was requested but not provided.